Manufacturer narrative:
Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2008. At about 3 days post-op, the patient experienced increased urinary leaking after voiding. At about three weeks later, the patient saw her physician and a urine culture was obtained via catheterization. The patient was diagnosed with infection, and treated with a course of cipro for five days. After five days, the patient used an over-the-counter urinary tract infection test kit which was positive for white blood cells, and the surgeon prescribed bactrim for seven days. The patient again used another urinary tract infection test kit after the bactrim use and again had white blood cells, and the surgeon referred the patient to her family physician. At approximately three weeks later, the family physician obtained a urine specimen and results were negative for infection, but protein and blood were present. No further antibiotic treatment is planned. The patient self-diagnosed with a yeast infection, and is self-treating with an over-the-counter anti-yeast medication. The patient thinks her symptoms are getting worse.